Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No moisture damage found to the electronics, motor, battery tube or vibrator assembly. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window, scratched reservoir tube window and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was unknown mg/dl. The customer stated that the device was water logged. Customer reported that there is fluid under the lcd display. The customer stated that some normal wear and tear and scratches but nothing major. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.